Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the 500's mg/dl and a manual injection was administered to address the bg level. The customer changed their pump supplies and reverted back to manual injections for diabetes management. The contact stated that the customer's current bg levels were "good". Due to the customer not currently using the pump, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts educated the customer on the possible causes of occlusions.